Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced resistance when filling a cartridge. There was no impact to the user's blood glucose level. Reportedly, the user was not aware of the air removal step and stated that they would perform this step during the next cartridge load.